Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was since their implanted date the patient had a pain running down the fronts and backs of their legs and stimulation is indirectly coming into their testicles because it is not working correctly. The caller mentioned the patient was in an automobile accident and had a major spine injury and a traumatic brain injury at the same time. The patient has been trying for months to get an adjustment made on the stimulator but unsuccessful. The caller stated that there were two programs set up to try to facilitate pain relief.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.